Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery stayed on when button was not engaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. Charred tissues were observed on the jaws. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone insulation boot appeared intact with no signs of crack nor peeling. An electrical evaluation was conducted. A pre-cautery test was performed following the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the returned condition of the device and the evaluation results, the reported failure ¿device remains activated¿ was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery stayed on when button was not engaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.